Manufacturer narrative:
An event of one of the leaflet did not open correctly was reported. The investigation found mechanical leaflets open and close completely and were freely mobile. There was adherent clot on one leaflet and unremarkable attached conduit. No adherent material on sewing cuff or conduit was noted. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm masters series mechanical heart valve was selected for an implant. During the procedure, one of the leaflet did not open correctly. The device was removed from the patient and replaced with a new 29mm masters series mechanical heart valve that was successfully implanted. The patient was reported to be in stable condition.